Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that both the right ventricular and left ventricular leads demonstrated slow but continual rise over the past few years. The right ventricular lead eventually had loss of capture noted. The leads were removed and replaced. No patient complications were reported as a result of this event.